Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by the plaintiff's attorney that "on (B)(6) 2009" and "elevate" device was implanted into the plaintiff "to treat her pelvic organ prolapse and other injuries." The plaintiff's attorney alleges that the plaintiff "suffered severe and permanent bodily injuries and significant mental and physical pain and suffering." The plaintiff's attorney also alleges that the plaintiff suffered "negative immune response", "inflammation of the pelvic tissue", "nerve damage" and other damages.